Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio beep anomaly due to buttons not responding. No frozen display and no loose drive support cap anomaly noted during our testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident is unknown. The insulin pump alarmed low battery and when the battery was changed a black dot appeared on the screen. The battery was changed again but a high-pitched tone occurred instead. The buttons would not work after these anomalies. The insulin pump will be returned for analysis.